Event description:
It was further provided that the physician did not report any trauma to have occurred to the patient nor the patient¿s anatomy having played a role to the damaged catheter. The catheter was successfully replaced. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# unknown, implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient went to the hospital for underdose symptoms including spasticity. The physician checked the pump which was ¿ok¿ and so it was decided to replace the catheter. Reportedly, therapy was not delivered with this catheter, but the specific catheter issue was not initially specified. As a result, the entire catheter was explanted and replaced. During the surgical revision, the distal segment of the catheter was found to be fissured (linear damage of about 0.5 centimeters (cm)) at the level of the connector to the pump segment. The explanted catheter was discarded and will not be returned. It was unknown diagnostic testing or troubleshooting occurred. The issue was reported as resolved. At the time of the report the patient's status was reported as alive-no injury. The patient was doing well and receiving effective therapy after the catheter replacement. This device system delivered baclofen and morphine. Should additional information be received a supplemental report will be filed.